Event description:
It was reported that the ilet user experienced a high blood glucose reading of 401 mg/dl after eating breakfast consisting of waffles with syrup and cheesecake without announcing the meal, followed by automated correction by the ilet over several hours until glucose returned to range. The infusion set was a steel cannula set in place for less than one day with tubing appearing intact. Symptoms included dizziness and muscle cramping consistent with hyperglycemia. Outcomes included resolution of hyperglycemia without hospitalization or medical intervention beyond device-directed correction. Investigation included customer care troubleshooting, review of infusion set status, and education on timely meal announcements and use of the system for postprandial control. Investigation of this case revealed no device malfunction and indicated user-related missed meal announcement as the precipitating factor, with the device and infusion set functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was user error related to a missed meal announcement.